Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The school nurse called for assistance with entering a carb ratio settings that needed to be adjusted to (1u:22g instead of 1u:20g) because customer is experiencing a low blood glucose (bg) level of 40 mg/dl after lunch . The customer addresses low bg by consuming orange juice . The change in carbohydrate ratio was discussed with their health care provider.